Manufacturer narrative:
(B)(4). Device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how was the product stored and thawed prior to use? The product was stored in the fridge for a few weeks ( within the 30 day safe period) at the usual fridge temp 3-5 degrees celsius. In what temp did the product thawed? Room temp.? Water bath? Refrigerator? The product / biologics were thawed at ot room temperature for 30 mins at 19 degrees celsius. How much time was given between thawing the product and attempting to draw this into the application device? It was thawed sufficiently prior to drawing up for 20-30 mins. Will the application device be returned for evaluation? The application device is awaiting collection at the hospital. What accessory tip was attached to the application device? The standard drip tip (not accessory) on the syringe is the tip attached to the device which was faulty and unable to be removed. Please confirm that there was no impact to patient. There was no impact to the patient as another device was prepared and used. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sleeve gastrectomy procedure on an unknown date and a fibrin sealant preparation device was used. The hcp went to draw up the fibrin sealant into the fibrin sealant preparation device, but she could not remove the standard tip. Therefore, the hcp had to prepare a new device to use laparoscopically. The procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, the hcp had drawn up evicel into syringe device but when removing the standard tip to replace with the lap airless spray tip she could not remove it and therefore had to prepare a new device to use laparoscopically. The device arrived with syringes filled with liquid (biologics). There was no way to check the product following the state it arrived. As part of omrix quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.